Manufacturer narrative:
(B)(4). The customer¿s report of a free flow condition was replicated. Physical inspection of the device door sear torsion spring was damaged and was not providing the necessary spring force relative to the door latch. The gemini pc2tx is designed to alarm for flow stop open if the sear does not activate the flow stop when the door is opened. It is also designed such that if the device is off, and the door is opened with a set installed and a flow stop open condition, the device will power up and alarm immediately. It was noted during testing that if the device was off, and channel b¿s door was opened the disposable set could be removed from the device before the device completed the power on sequence (~7 seconds), and no flow stop open alarm would occur. Based on the lack of flow stop open alarms noted in the log review this is the most likely scenario encountered by the user during the reported incident. Log review of the device showed that a primary infusion ran for approximately 14 minutes followed by a secondary infusion which completed after a few seconds. The primary ran for approximately 10 more minutes before it was stopped and powered off. The event log contained no flow stop open alarm at the end of the infusion. Rate accuracy testing on channel b was performed using the returned IV tubing set and the device was delivering fluid within specification. The root cause of the event was determined to be to a broken sear torsion spring on the channel b door.

Event description:
The customer reported that after a versed infusion (100mg/100ml) was stopped and removed from the pump at 10:41am, the versed "free flowed" and resulted in approximately 10mg of drug being inadvertently bolused into the patient before the rn noticed and stopped the drip by closing the roller clamp. The nurse had removed the pump set without closing the roller clamp and the safety clamp did not engage when the pump door was opened. Flumazemil was administered before and after the tubing was removed from the device. Prior to this event the patient was intubated and already being resuscitated with CPR for asystole. At 10:44am the patient expired. The physician does not believe the inadvertent versed bolus caused the death.

Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.